Manufacturer narrative:
1. DHR/bhr review (lot#0003715): 1) this batch of products were assembled at intima ii auto line 4 in january 2020, and packaged at r240 package line in march 2020. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Sku#383055 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 4. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, and no leakage is found. Please refer to the attached test report. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this gauge has never been declared to be used for high-pressure injection, the root cause of the leakage of contrast agent during cta examination may be related to the incorrect use of the product.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc leaked the following information was provided by the initial reporter: (B)(6) 2024 radiology department in the cta examination of the patient, contrast agent in the closed IV needle leakage to the examination bed and the patient's skin tissues, found that the contrast agent leakage, the technician immediately stop scanning, technicians and nurses into the examination room to observe the patient's condition, to calm the patient, re-insert a new closed IV needle again for coronary cta examination, after the examination is completed, the nurse promptly with the after completion of the examination, the nurse promptly applied a wet dressing of magnesium sulfate to the patient's skin tissue at the contrast agent leakage site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.